Event description:
The consumer reported an unknown quantity of false negative results via social media with the binaxnow covid-19 antigen self-test performed on or around(B)(6)2023. Additional testing using an unknown number of ihealth covid-19 tests generated positive results. Per the consumer, the tests were performed throughout the course of the same week. No additional information, including patient treatment, symptoms, or impact, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded

Event description:
The consumer reported an unknown quantity of false negative results via social media with the binaxnow covid-19 antigen self-test performed on or around (B)(6) 2023. Additional testing using an unknown number of ihealth covid-19 tests generated positive results. Per the consumer, the tests were performed throughout the course of the same week. No additional information, including patient treatment, symptoms, or impact, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text: single use; device discarded.